Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the healthcare facility could not locate device information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a sinus arrest occurred. A pulse field ablation (pa) procedure was performed using a farawave nav catheter. In the right atrium, ablation was delivered near the sinoatrial node to treat atrial tachycardia. Sinus arrest occurred and the sinoatrial node recovered after pausing ablation. The patient returned to sinus rhythm before being transported to the recovery room. In recovery, the patient had a junctional rhythm of 30 to 40 beats per minute and was assessed for possible pacemaker implantation. Isuprel was administered and the patient was discharged one (1) day post index procedure with a loop heart rate monitor.